Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 tool would not seal the branch when used. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws had signs of clinical usage. The heater element had lifted up somewhat. The device was very bloody. The tool was received inside the cannula, which had no non conformities. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and no non conformities were observed. There was heavy tissue debris, which could have affected the ability to seal, but the failure could not be reproduced. Based upon this observation, the reported complaint for "would not seal" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4). Complaint 4359.